Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug (dose, route, frequency, and duration were not reported). Dianeal therapy was ongoing during the treatment. On an unreported date, the patient was recovered from the peritonitis. Patient hospitalization was not reported. No additional information is available.